Event description:
A report was received that the patient was experiencing itching sensation at the lead site following a trial procedure. Patient stated that the medical tape was causing this itchiness. The physician believed that it was not device related. The patient was prescribed with medication.